Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functioning. The customer stated that the insulin pump stopped working and she had not used it in years. The blood glucose at the time of the incident is unknown. Troubleshooting was not performed. The device was returned for analysis.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.